Event description:
A 35p stretcher was lowered so that the pt could get off and be weighed. As the pt was sitting up to get onto the scale to be weighed, the unit lowered two notches. The pt fell back onto the stretcher from the sitting position hitting her right arm on the sidearm. Pt declined the need for any treatment.

Manufacturer narrative:
Stretcher is 10 years old but when tested functioned according to operating instructions.